Event description:
Two hrs into pt's treatment the venous end (that blood line attached to) fell out of the perm cath line resulting in blood loss of 50-75cc of blood followed by near air embolism secondary to pt gasping from fright. Pt left with open end to one port necessitating add'l clamps. Pt sent to hosp for probable removal of catheter and re-insertion.